Event description:
During transurethral coaptite injection, needle became clogged and would not inject coaptite. Different needle of same type/brand also was tried but also became clogged and would not inject coaptite.====================== manufacturer response for cystoscopic transurethral injection needle, rigid injection needle======================they have developed a new needle that works better.